Event description:
It was reported that the lead safety switch of this pacemaker system was triggered due to right atrial (ra) pace impedance greater than 3,000 ohms. The programming automatically changed from bipolar to unipolar which resulted in the patient feeling some muscle stimulation. The switch to unipolar also resulted in noise on the ra channel which was sensed by the pacemaker and led to inappropriate mode switching to anti-tachycardia response. The ra lead was capped and abandoned and a new ra lead was successfully implanted. No additional adverse patient effects were reported.